Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 07:51:11. During day drain cycle two, the patient's ultrafiltration reading was 2392ml, indicating the home patient (hp) drained 1892ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause wasuse error, inappropriate bypass of the drain, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. The warning on page 15-46 states "bypassing a drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation" if any additional information is received, a follow-up will be sent.